Event description:
The customer reported that the 2600 system displayed a disk failure error message. No patient injury was reported.

Manufacturer narrative:
The ge representative conducted an onsite investigation. The hard drive was replaced and the software was reloaded. The system was tested and operates as intended.